Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in both common femoral arteries was attempted with proglide devices using the pre-close technique via 6f sheaths prior to a transcatheter aortic valve replacement procedure. Reportedly, during proglide plunger removal, a suture break occurred at each common femoral artery. The sutures of three additional proglide devices were successfully pre-placed at both common femoral arteries and used after the tavr procedure to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.